Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. The returned product exhibits signs of use (scratches gouges). The tension spring is broke/fractured, and all pieces were returned. One of the sub-components, the pin, disassembled from the slap hammer. The pin was returned. Performed dimensional analysis shows that all results are within specification. The returned spring fracture in the femoral slap hammer assembly was evaluated with optical microscopy and with scanning electron microscopy. The artefacts identified on the spring fracture surfaces suggest fatigue mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tech nurse was washing the instrument after surgery when the spring at the front of the instrument broke. During the surgery, the instrument functioned as usual, and there was no delay or harm to the patient. Attempts have been made and all additional information received has been included in this report.